Event description:
It was reported that during the implant procedure the device could not be implanted with an cx inflatable penile prosthesis (ipp). The cx ipp was not implanted and a new cxr ipp was successfully implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.